Manufacturer narrative:
H6: health effect- clinical code: 4581- ' pigment dispersion.' H6: investigation type code: 4110- lens work order search- no similar complaint event(s) within associated lots were found. H11: endophthalmitis is a rare vision-threatening intraocular inflammation, most commonly due to exogeneous organisms introduced via ocular surgery, intravitreal injections, or trauma. See dfu warning: staar surgical icls are packaged and sterilized for single use only. Cleaning, refurbishment and/or resterilization does not apply to these instruments. If one of these instruments is reused after cleaning, refurbishment and/or resterilization, there is a high probability that the instrument has become contaminated, which may lead to endophthalmitis and inflammation. Given the onset of reported problem without results of cultures provided, an exact cause could not be determined as the lens remains implanted. The event could be multifactorial in nature including patient and/or procedure related factors. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure on (B)(6) /2025, into the patient's right eye (od) the patient experienced endophthalmitis, pigment dispersion and medication was prescribed. Reportedly, "asepetic inflammation with pigment cell deposition". The patient underwent bilateral sequential surgery. Diagnostics and treatment was performed but the results of these were not provided. The lens remains implanted. Per last visit on (B)(6) 2025, bcva was recorded as 20/20 (pre-op bcva not provided) with a vault of 423 m and an iop of 12 mmhg the cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. This report is part of a bolus submission of individually reported events identified during a retrospective review by the customer covering a six-month period. Each case is submitted separately and does not indicate a temporal cluster. This timeline also highlights a delayed onset of the bolus reported events relative to the procedure date (average: 26 days, range:17-35 days, as well as a delay in reporting due to retrospective case identification. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Corrected data: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure on (B)(6) 2025, into the patient's right eye (od) the patient experienced endophthalmitis, pigment dispersion and medication was prescribed. Reportedly, "asepetic inflammation with pigment cell deposition". The patient underwent bilateral sequential surgery. Diagnostics was not performed. Treatment was performed but the results of these were not provided. The lens remains implanted. Per last visit on (B)(6) 2025, bcva was recorded as 20/20 (pre-op bcva not provided) with a vault of 423 m and an iop of 12 mmhg the cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. This report is part of a bolus submission of individually reported events identified during a retrospective review by the customer covering a six-month period. Each case is submitted separately and does not indicate a temporal cluster. This timeline also highlights a delayed onset of the bolus reported events relative to the procedure date (average: 26 days, range:17-35 days, as well as a delay in reporting due to retrospective case identification. If additional information is received a supplemental medwatch report will be submitted. Claim# (B)(4).